Event description:
It was reported that shaft break occurred. A 5.00 x 16mm synergy xd drug-eluting stent was deployed for treatment. During the stent delivery system removal, it was resistance was felt as the stent delivery system was being removed through the guide catheter. The stent delivery system shaft broke at a location outside of the patient during removal. Both the stent balloon and the wire were pulled out as a unit. The procedure was completed with no patient complications reported.